Event description:
Litigation papers alleged: pain, soreness and stiffness which in turn negatively affected the patients ability to walk or move.

Manufacturer narrative:
Corrected: brand name, common device name/device product code, catalog #/lot #, 510k, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.